Event description:
It was reported that while actively monitoring a patient, the m300 appeared to have discharged the patient without any user intervention. The associated ics central station monitor displayed a 'bad disconnected' message for the m300 at the time of the event. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.